Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was not provided at the time of the call. The customer stated that they were very sensitive to insulin and has been experiencing high blood glucose and ketones. One instance, the customer forgot to remove the needle guard upon insertion. The customer was educated on calibrating practices. The customer declined being transferred to the help line for assistance with troubleshooting. The customer did not return the product back for analysis.